Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 500mm from the tip, only the distal segment was returned. The distal segment was confirmed to be electrically continuous. The lead being severed was confirmed to be induced damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead noted impedance measurements of 1,850 ohms initially and it increased to 2,100 ohms. The pacing system analyzer (psa) cables were checked and they were confirmed to be functional. A new rv lead was successfully implanted. No adverse patient effects were reported.